Event description:
The customer reported that while the unit was in use on a pt and they were slaving the unit from a space labs bedside monitor, the non-invasive blood pressure waveform numerical display divided precisely in half. The pt was switched to another unit and therapy was continued. No pt injury was reported.